Manufacturer narrative:
Na h3 other text : na.

Event description:
The initial reporter stated they received questionable low results for an unspecified number of patient samples tested with elecsys cortisol ii on cobas e 801 analytical unit serial number (B)(6). Samples collected from these patients in the morning will have low cortisol values. When collecting samples from these patients in the afternoon, the results are higher and within the normal expected range of the assay. The customer provided an example of one patient sample that had a questionable result. The complained sample resulted in cortisol values of 4.52 ug/dl and 4.63 ug/dl. The 4.63 ug/dl value was reported outside of the laboratory to the endocrinologist. The value did not agree with the patient's history. A second sample collected from the same patient in the afternoon resulted in a cortisol value of 8.71 ug/dl.

Manufacturer narrative:
Calibration data was within expectations. Quality control data provided from (B)(6) 2023 to (B)(6) 2023 were within specifications. Control data from the date of the event was not provided. Samples are kept uncentrifuged for 4 hours before they are centrifuged and analyzed. The tube manufacturer recommends a maximum time of 2 hours between collection and centrifugation. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.